Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the black box shows eaw-162 -loss of prime warnings associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. Unidentified force low observed in the black box, force sensor calibration is in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.